Manufacturer narrative:
(B)(4). The dob field entry does not represent the date of birth of the patient and should be read as ¿no information.¿

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2021. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 100 mgdl points. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on mar 18, 2021. It has been reported that there was a difference in readings of 100 mgdl points. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported."